Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 319 came back today at startup. Site tried to emergency power off (epo) and move the arm around some with no change. Site was moving the patient side cart (psc) out of the room and bringing in a different one. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on wo: (B)(4) captured on related (B)(4). Based on the field evaluation, this reported event was confirmed. Fse replaced the proximal set up join (psuj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and in artemis, 319 was confirmed indicating node communication faults starting at the axes controller setup (acu) board. Installed proximal onto golden system where error 319 occurred replicating the reported problem. Also, the unit was tested on patient side cart (psc) fixture test platform (pftp) where it was found to be missing nodes a, b, and c. Then, the fiber optic was aba tested and verified it to be the source of the fault. After testing was complete, visual inspection found no faults related to the reported event.